Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-10961 & 1627487-2019-11945. Follow-up information indicated the patient had been twiddling the ipg, which then caused the extensions to become tangled in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2016 and one extension was noted to be broken. To address the issue, both extensions and ipg were replaced. Postoperatively, the patient is reportedly receiving effective therapy. Due to the ipg being twisted, it is now being reported with related manufacturer reference #: 1627487-2019-11945.

Manufacturer narrative:
Additional information found: (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-10961. It was reported the patient has been receiving inadequate therapy due to high impedance. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient plans to undergo surgical intervention on a later date.